Manufacturer narrative:
A philips technical consultant (tce) went to the customer site. The tc determined that the mx40 was operating as expected. The device had not yet connected to the philips patient information center ix (pic ix) so it did not have its configuration. Once the mx40 was assigned to a sector, the settings synced and the "no alarms" message went away. The tc showed the customer biomedical engineer (biomed) how they can do this in the future. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was no alarm displayed. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.